Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17431254m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: soundstar eco catheter, model #: m-5723-18, serial #: (B)(4). Smartablate generator: model #: m-4900-07, serial #: (B)(4). Smartablate pump: model #: m-4900-08, serial #: (B)(4). Carto 3 system: model #: m-4800-01, serial #: (B)(4). Pentaray catheter. Mobicath sheath small curve. Non biosense webster - baylis 72cm standard needle. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis and a drain insertion. Towards the end of the procedure and post the pulmonary vein isolation (pvi), the patient was noted to have a decreased blood pressure. The physician noted a pericardial effusion with the intracardiac echocardiography (ice) catheter. A pericardiocentesis with a drain insertion was performed. At the time of the call, approximately 640cc had been withdrawn. The act was >400 and inr: 2.1. A double transseptal access had been performed with a baylis 72cm standard needle. The biosense webster mobicath sheath small curve was used. There were no error messages observed on the biosense webster equipment during the procedure. The patient did require extended hospitalization for monitoring. The patient was reported to be in stable condition at the time the complaint was reported and fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event is that this was procedural and patient condition related. It was not known if a biosense webster product was also responsible for the patient event. Settings during the event include: temperature control mode, power ranges titrated from 25w to 35w throughout ablation time and flow settings were 17ml/min for <30w and 30ml/min for >30w. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/25/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis and a drain insertion. Towards the end of the procedure and post the pulmonary vein isolation (pvi), the patient was noted to have a decreased blood pressure. The physician noted a pericardial effusion with the intracardiac echocardiography (ice) catheter. A pericardiocentesis with a drain insertion was performed. At the time of the call, approximately 640cc had been withdrawn. A double transseptal access had been performed with a baylis 72cm standard needle. The biosense webster mobicath sheath small curve was used. There were no error messages observed on the biosense webster equipment during the procedure. The patient did require extended hospitalization for monitoring. The patient was reported to be in stable condition at the time the complaint was reported and fully recovered with no residual effects. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality of the sensors were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.